Event description:
It was reported that during implant procedure, undersensed events was observed during induction test. The patient will be monitored the following days. The patient's condition was good.

Manufacturer narrative:
(B)(4).